Event description:
X-ray machine took an exposure without being activated by operating button. Use of operating button is to prevent exposure to others in room or pt unnecessarily. Pt only received the expected exposure, despite technological problem. Operator had pressed button with no response. Upon assessing system to determine issue, system discharged by self, without prompt.